Manufacturer narrative:
D3 - MFR establishment name: correction. H6. Codes: updated. Device evaluation: complaint for the failure mode "intermittent connectivity error" could not be confirmed as no samples or pictures were provided by the customer. Without the return of the sample(s) a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was intermittent connectivity with the pump device when it was attached to the ac adapter and charging. There was no patient involvement, and no patient harm/adverse event reported.